Event description:
On 07/07/1997 a false positive bhcg result, which was run on the axsym analyzer, was reported on patient scheduled for surgery on 07/10/1997. A result of 429 miu/ml had been report for the preop patient. On 07/10/1997, surgery called the lab, questioned the result, and cancelled surgery. The sample was retested by the lab and a result of <2.0 miu/ml was received and verified. Further patient information has not been provided by the account. No report of injury. According to the account, technicians do not check reagents for bubbles before placing reagents on the instruments. The customer was advised to check samples and reagents before placing them on the axsym.